Manufacturer narrative:
Correction: e1 was inadvertently omitted from the initial report. Correction: g2 - foreign was inadvertently unchecked on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "Overall inspection of the endoscope. 4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught. 6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens. 7. Check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. 8. Wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to an air/water leakage issue. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the adhesive on the lens was peeling. This report is being submitted to capture the peeling adhesive confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the adhesive on the lens was peeling. Additionally, the adhesive on the distal end was chipping. The connector label was peeling. A pinhole was discovered in the distal end, compromising water tightness. The connector vent was deformed. The angle wire was worn-out and causing angulation lever to not operate smoothly. If additional information becomes available following the device evaluation, a supplemental report will be filed.